Event description:
In 2007, the doctor applied the m511 geared mini fixator on the pt's right wrist. Approx one month into the treatment, it was noticed that the fixator's locking mechanism stripped. The pt was brought back into the or where the doctor replaced the fixator with the new one.